Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving dilaudid (20mg/ml at 9mg/day) for an unknown intended use. It was reported that an abandoned catheter leaked cerebral spinal fluid (csf) into the pump pocket. The patient complained of a headache and nausea. It was reported that the catheter was left in the patient unused after a pump replacement on (B)(6) 2020. On (B)(6) 2020 a pocket exploration surgery was performed and found that the catheter was leaking due to not being tied correctly. The catheter was re-tied, and no more leaks were found. The issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info was received from the rep. The rep stated that they weren't present for the pump replacement procedure and indicated a colleague that was present. It was also reported that the patient was doing well and was happy with the therapy.